Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields include d8, d9, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image had horizontal stripes. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of reported issue and the malfunction identified during the device evaluation was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited noise on the screen, which occasionally turned white when rotating or applying angulation. The event occurred during inspection for use. There were no reports of patient harm.